Event description:
The facility reports during transfer from the commode to the chair, the resident lost their grip on the handles and slipped out of the sling and was supported only by the safety belt. This lasted only a few seconds, at which time the resident continued to fall to the floor resulting in a fracture of the right femur, right hip, and both shoulders.